Manufacturer narrative:
The handpiece was repaired by benjamin biomedical, inc. And returned to the hospital in june of 2001. To the best of our knowlege the unit was in continuous use by the facility since june, 2001. The handpiece was not made available by the facility. The facility indicated that the fibers looked "like nylon". The fibers were not made available to us for inspection. We ran a similar handpiece on our alcon 20,000 machine and it passed all performance specifications. The parts in the handpiece fluid path are made of stainless steel and titanium. There are no nylon parts in the handpiece. The handpieces is used in conjunction with a disposable tubing set and phaco needle which are provided by other suppliers. We believe that the tubing set contains some plastic pieces. The tubing set was separately returned to the supplier for analysis by the hospital.

Event description:
Event desc: patient admitted for cataract surgery. Physician started to use phaco hand and stopped because there were fibers. Phaco handpiece removed from sterile field along with machine tubing and bss bottle. Fibers described as looking "like nylon". Another incident involving same handpiece occurred where fibers were manually removed fron incision. Device usage problem: other.